Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. The customer's blood glucose reading was 343 mg/dl at the time of the report. The customer stated that the insulin pump alarmed, "no delivery". Troubleshooting was performed. The insulin pump alarmed, "no delivery", during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.